Event description:
It was reported that the customer had keypad anomaly on the insulin pump. The customer's blood glucose level was 192 mg/dl. The customer stated that the up button continues to scroll when she pushes it. The customer stated that she has low reservoir alarm and there is no reservoir. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling and no low reservoir alarm during testing noted. The insulin pump has minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.